Event description:
The pt presented with an abdominal aortic aneurysm. The physician deployed the trunk ipsilateral device without incident. The pt's vessel anatomy was narrow in the contralateral gate area. After several unsuccessful attempts, the physician was unable to cannulate the contra gate. The physician decided to perform an unplanned aui procedure. During the aui procedure, the physician advanced a balloon catheter using a brachial artery access. The balloon catheter was positioned into the contralateral gate and the physician intentionally injected topical thrombin into the area. With the injection, the physician intentionally caused a complete occlusion of the contralateral gate. A fem-fem crossover was also performed. The pt's status was stable following the procedure.